Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were suturing the intestinal canal in a hepatobiliary surgery with two district laparoscopic exploration, they noticed that the loop ring solder joint dropout upon opening the package. And the other suture during the suturing process, the needle and thread is separated. They used another suture to complete the case.

Event description:
According to the reporter, when they were suturing the intestinal canal in a hepatobiliary surgery with two district laparoscopic exploration, they noticed that the loop ring solder joint dropout upon opening the package. And the other suture during the suturing process, the needle and thread is separated. They used another suture to complete the case there was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that only a breathable pouch was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported condition. No enhancements or improvements were generated for the reported condition. If information is provided in the future, a supplemental report will be issued.